Manufacturer narrative:
Unit received with unresponsive buttons due to unlocked j2 connector at lcd board. Unable to perform displacement test due to button anomaly. Unit received with cracked case at the reservoir tube lip. No cracks found at the battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracked. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.